Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements. Additionally, no r waves were measured on the lv channel. Technical services (ts) was consulted to review reports and electrogram and confirmed the impedance measurements and missing r waves, while also noting the device continued to operate as programmed. A loss of capture was questioned on the presenting electrogram; however, full capture is present in the report. Ts contacted the local team to further review the system in person. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.